Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned,analyzed, and no anomalies were found.

Event description:
It was reported that about six weeks post implant the implantable loop recorder (ilr) broke through the skin and was exposed. The irl was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.